Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 700 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. It was reported that the pump pocket site dehisced so both the pump and catheter were explanted. There were no external/environmental/patient factors that contributed to the issue. No diagnostics/troubleshooting were performed. The devices were discarded as the explant was performed without the company representative's knowledge until after it happened. The patient's weight and medical history were asked but will not be made available. The issue was resolved and the patient was without injury at the time of the report.